Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the atrial lead was oversensing noise that triggered inappropriate automatic mode switch (ams) and the right ventricular (rv) lead was exhibiting high capture threshold. The atrial and rv leads were explanted and replaced. The patient was in stable condition.